Manufacturer narrative:
The instrument is currently performing with qc specifications with respect to controls and reproducibility. Qc was done before and after the event. A field service engineer (fse) replaced vc37 and the issue was resolved. The root cause is attributed to vacuum chamber 37 leaking air and not supplying pressure to the backwash tank, which in turn supplies diluent to the hgb cuvette for the blank reading.

Event description:
The customer contacted beckman coulter inc., (bci) and reported that the erroneous hemoglobin (hgb) results were generated by the coulter lh 750 analyzer for three patients with no instrument generated flags. The erroneous results were reported out of the lab, and were only detected after failing background checks and controls failing qc at the start of another shift. The samples were re-tested on another instrument and the results obtained were the correct results and were reported out of the lab. The customer confirmed that there was no death or change to patient treatment associated with this event.